Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implanted infusion pump. It was reported the patient didn't think the pump was working because they were in a lot of pain since (B)(6) 2020. It was noted the healthcare provider (hcp) office had been doing a lot of adjustment and settings without the patient knowing and the patient's body was in chaos. The patient had other medical issues like dizzy, headaches, knee, ankle replacement, sciatic pain that they were dealing with. It was noted the bolus was deactivated since (B)(6) or (B)(6) 2020 and was not able to get a bolus. The patient's next refill was (B)(6) 2020. Patient service recommended the patient consult with hcp office regarding checking the pump functioning.

Event description:
Additional information was received from the patient reporting they were considering having the pump taken out because it does not work and stated 'it's never been giving anything.' Patient inquired if the entire pump and/or catheter would need to be replaced due to battery depletion or if they could switch out the battery inside the pump and put the same pump back in. Agent reviewed information and redirected to healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.